Event description:
It was reported the device reached elective replacement indicator (eri) at 43.5 months. It was indicated that the left ventricular thresholds at 2 volts at .06 milliseconds led to higher pacing output of the device and possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.